Event description:
It was reported that the catheter would not calibrate to zero. Another catheter was used. No other information was provided. Additional information was requested and the following was received on (B)(6) 2013: the product problem was found before being used on the patient, during the calibration to zero. Patient is a (B)(6) year old female. Type of procedure was measurement pic for trauma craneoencefalico. There was no harm or injury to the patient. The doctor only changed it for a new catheter. There was a delay in the surgery/procedure of 10 minutes 'when the doctor got a catheter internally for the replacement'. The replacement catheter worked. Patient outcome was positive. Recovery was achieved with the support of icp monitoring.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.